Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a call was made to a third party service organization reporting a purge failure alarm. The intra-aortic balloon (iab) was inserted without difficulty, but when pumping was initiated a purge failure alarm occurred. Pumping was attempted again on another pump with the same result. As a result, the md decided to remove the iab. A second iab was used with the first pump with success. There was a delay in therapy. There was no report of pt death, complications or injury. The pt outcome is pt is now in intensive care unit. Additional information received on (B)(4) 2011 from the sales representative stated the same site was used for the second insertion.